Event description:
It was reported that the patients spinal cord stimulation (scs) leads had migrated as confirmed via imaging causing inadequate stimulation. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices were not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7143355.